Manufacturer narrative:
E1. Initial reporter phone: (B)(6).additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.a manufacturing record evaluation was performed for the finished device 31066211l number, and no internal actions related to the complaint was found during the review.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that although there was a 1 cm accumulation of pericardial effusion prior to the procedure (when the patient was examined), the procedure was performed and completed without delay. About an hour later after the patient returned to the hospital ward, it was found that the amount of pericardial effusion had increased. No cardiac tamponade during the procedure. Timing was about 1 hour after the procedure was completed. Emergency pericardial drainage was performed. It was determined that there was no bleeding in the pericardial effusion. The patient was conscious throughout the procedure and the procedure was completed without delay. Description of health hazard was a pericardial effusion. Current patient status was pericardial drainage procedure completed without delay. Physician's judgment of health hazard was non-serious (moderate/minor). Cf monitoring methods was real time graph; dashboard; vector. Causal relationship with the product was unknown. Physician's opinion on the relationship between the event and the product was that there was no relationship. There were no abnormalities before and during using the product. Additional information was received on 23-jul-2023. It was discovered post use of biosense webster products. The physician confirmed that the adverse event was not related to the biosense webster, inc. Product. Outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop occurred. Additional information was received on 31-jul-2023. Physician¿s opinion on the cause of this adverse event was the patient condition. The patient had approximately 1cm pericardial effusion prior to the procedure. The physician confirmed that the adverse event was not related to the biosense webster, inc. Products nor the procedure. The patient was discharged from the hospital on (B)(6) 2023. The patient did not require extended hospitalization. Generator information was a smartablate generator, model: m4900207, serial number: (B)(6). Visitag module was not used. No additional filter used. No color options were used. Transseptal puncture was performed with brk puncture needle, nrg-e-hf-71-c0-j, model: ngfa160123. Irrigated catheter was used in the event, the flow setting was pre:0s / post:0s. During ablation: below 30w: 10ml/min, above 31w: 17ml/min.